Event description:
The patient reported "nov 4th very dizzy, moving around like I was dizzy, happening within seconds, gave me a tachycardia ablation, still wasn't working good, went on a holter monitor, doctor said defibrillator wasn't tracking, it goes bonkers, something is not right." The patient further reported that there was a lead malfunction and problems with heart rate. Further follow-up indicated that the atrial lead had sensing issues and was replaced, the device was replaced due to elective replacement indicators and bi-ventricular upgrade. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; distal segment returned for analysis.